Event description:
The customer stated that he was hospitalized with a high blood glucose of 604 mg/dl. The customer was experiencing nausea, dry mouth, difficulty breathing, fast heart rate and chest pain. Prior to the hospitalization, the customer experienced blood glucose levels below 50 mg/dl while he was on his way to school. The customer treated with two bottles of orange juice and food. Once he got to school, his blood glucose levels were very high. The customer also stated that he is on many other medications, including oxycodone for pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge